Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was advanced within the patient where it was challenging to position due to significant chordae. The clip was able to be repositioned and grasp the leaflets. After capturing the leaflets, the posterior leaflet slipped out of the clip. The clip was repositioned and regrasped the leaflets when it was identified that there was a perforation of the leaflets. The clip was removed from the patient and a replacement mitraclip was implanted successfully and the procedure was discontinued. The final mr was grade 2. There were no clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
Based on available information, the cause of the reported tissue injury appears to be related to procedural factors (due to grasping attempts). However, the cause of the reported failure to capture the leaflet could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.